Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a detached sensor wire on (B)(6) 2014. Patient stated that upon removal of the sensor pod, sensor wire remained stuck in their skin. Patient removed the transmitter prior to removal of the sensor pod against user guide recommendations. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).